Event description:
It was reported that the transparent polyurethane layer did not get stuck to the skin and remains with the backing layer.

Manufacturer narrative:
The associated complaint device was not returned to evaluation. Please see below the results of our investigation. Investigation summary: our investigation into this complaint has now concluded. Unfortunately as no sample has been returned a more thorough investigation has not been possible. It can be confirmed all testing performed on this batch at the point of release was within specification. The adhesive performance of this dressing is directly affected by the amount of adhesive per unit area. Generally, where more adhesive is present, the adhesive performance is increased. During the adhesive spreading process, in-process checks are undertaken for this product. Each roll of adhesive spread material is checked to ensure the correct adhesive weight has been applied. Only product meeting the release criteria will be passed on for further processing. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.